Manufacturer narrative:
Alleged failure: a. After the suction irrigator was opened and placed on the sterile field, it began releasing fluid without being touched. Then the battery compartment began smoking. It did not stop until the batteries were removed. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be manufacturing. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device emitted smoke.

Event description:
It was reported that the device emitted smoke.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.